Manufacturer narrative:
The system failed amm and crp calibration. Bec cts helped the customer to troubleshoot the instrument and found a very loose cc (cartridge chemistry) reagent syringe. Field service engineer (fse) found drip forming on the tip of the reagent probe. The fse replaced the cc reagent syringe and the t-valve, which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported receiving error messages while troubleshooting on unicel dxc 600 pro synchron clinical system. The customer was troubleshooting amm (ammonia) and crp (c-reactive protein) for math, range, back to back and span errors, and received several "cuvette not dry" and "fluid not detected" error messages. Bec customer technical support (cts) advised the customer to use ppe while troubleshooting and stop the operation of the unit until repairs are completed and the performance is verified. Msds was not reviewed, but the facility has exposure control plan. No injury was reported and medical attention was not sought.